Event description:
This iliac stenting procedure was performed in (B)(6).during the deployment of the protege stent in the external iliac, the stent deployed in 2 parts (broken). One part deployed in the patient and the other part remained in the delivery system. Another balloon mounted stent was deployed over the deployed piece of the protege stent.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, including images of the deployed stent. Should it become available, a supplemental report will be submitted.